Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. One performer introducer was returned for evaluation. Visual inspection of the dilator revealed a crack at the distal tip. The crack measured approximately 3mm in length with a striation at the back end of the crack. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that state: precaution: when puncturing, suturing, or incising the tissue near the introducer, use caution to avoid damaging the introducer. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Based on the information provided and results of the investigation, a definitive root cause could not be determined. Per the risk assessment, no further action is required. We will continue to monitor for similar complaints.

Event description:
An international customer reported that the tip of the dilator had a longitudinal break that occurred during insertion. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No further information was provided.